Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, after a tka had been performed on (B)(6) 2020, the patient underwent a revision surgery on (B)(6) 2022, in which the gns ii cmt tib size 4 left was removed and replaced with legion revision. The reason for the revision surgery is unknown. The patient current health status is unknown.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, after a tka had been performed on (B)(6) 2020, the patient underwent a revision surgery on (B)(6) 2022, in which the gns ii cmt tib size 4 left was removed and replaced with legion revision. The reason for the revision surgery is unknown. The patient current health status is unknown.

Manufacturer narrative:
Section h10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that without the requested documentation/information, the root cause of the reported revision could not be definitively concluded. The patient impact beyond the reported tka revision cannot be determined. The current patient status remains unknown. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or postoperative. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).